Manufacturer narrative:
The reporter stated controls "always pass when they are performed." The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accutrend strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter questioned cholesterol and glucose results on an accutrend plus meter with serial number (B)(4). The reporter could not provide any specific patient comparison results. A staff member tested on the meter and the glucose result was 29 mg/dl "which was obviously too low" as the staff member had no hypoglycemic symptoms and felt fine.

Manufacturer narrative:
The device was slightly soiled with human material. The customer's meter was returned for investigation where it was tested using retention test strips, retention controls and ethylenediamine tetraacetic acid (edta) blood samples. The glucose test strip lot number used by the customer is not known. Retention test strips with lot number 481926-80 were used for the testing of the returned meter. The meter results were compared with the results from a reference device. Reference control ranges: control 1: 54 - 94 mg/dl. Control 2: 166 - 224 mg/dl. Testing results: reference device with control 1: results: 71mg/dl, 71 mg/dl and 76mg/dl mean of measurements: 72.7mg/dl. Customer's meter with control 1: results: 68mg/dl, 72 mg/dl and 70mg/dl mean of measurements: 70mg/dl. Reference device with control 2: results: 192 mg/dl, 197 mg/dl and 198 mg/dl. Mean of measurements: 195.7 mg/dl . Customer's meter with control 2: results: 186 mg/dl,186 mg/dl and 193 mg/dl. Mean of measurements: 188.3 mg/dl reference device with edta blood 1: results: 82 mg/dl, 82 mg/dl and 81 mg/dl. Mean of measurements: 81.7mg/dl. Customer's meter with edta blood 1: results: 75 mg/dl,79 mg/dl and 81 mg/dl. Mean of measurements: 78.3 mg/dl. Reference device with edta blood 2: results: 53 mg/dl, 59 mg/dl and 56 mg/dl. Mean of measurements: 56 mg/dl. Customer's meter with edta blood 2: results: 50 mg/dl, 60 mg/dl and 51 mg/dl. Mean of measurements: 53.7 mg/dl. Reference device with edta blood 3: results: 154 mg/dl, 150 mg/dl and 154 mg/dl. Mean of measurements 152.7 mg/dl. Customer's meter with edta blood 3: results: 153 mg/dl, 149 mg/dl and 150 mg/dl. Mean of measurements 150.7 mg/dl. All results were within the control range. There were no significant differences from the customer's meter compared with the reference device. The investigation did not identify a product problem. The cause of the event could not be determined.